Event description:
Reporter stated that a patient sample was tested on the urisys 1100 which reported a negative result for protein. A visual read of the test strip indicated a result of +30 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.